Event description:
This is the follow up report for the initially submitted MDR (3006575795-2018-00066).

Manufacturer narrative:
The reported under-infusion issue was not confirmed. The affected device was found to have a flow rate accuracy of 3.07%, which was within the (B)(4) specification. The device was tested to meet all specifications on 11/06/2018.

Manufacturer narrative:
The affected device is not yet returned to the distributor for evaluation.

Event description:
A distributor reported an flow rate issue to zyno medical on (B)(6) 2018. The distributor received a phone call from the initial reporter on (B)(6) 2018, stating that the affected pump was infusing too slowly. No medication information was available. No patient information was provided to zyno medical and no patient injury was reported.